Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that the device is returning for analysis, the location of the device is unknown. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure in the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. No femoral imaging was performed. Reportedly, resistance was felt during removal of the proglide device and the foot plate separated. A surgical incision was made to retrieve the separated portion of the foot plate and the patient was re-anesthetized. No tissue damage was noted. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.